Event description:
Information received by medtronic indicated that the customer reported that there was a pump error 53 (software error detected) and a blank screen on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer was able to clear the alarm and rewind the insulin pump. The customer will discontinue using the device, and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that, p-cap locked in place properly during testing. Unit was successfully downloaded using (thus software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the active and sleep measurement current test, displacement test and self test. Audio options screen was set to low and high volume and all volume settings functioning accordingly to settings. No volume anomalies noted during testing. No pump error 53 alarm noted during testing. However, on 12/18/2022 multiple pump error 63 and 53 were recorded. Pump error 53 was also recorded on 01/03/2023. Pump error 53 file number=2005 line number=5632. Per r&d investigation pump error 53 was cause by unstable power to the rf chip. Esf# (B)(4). Pump error 63 alarm was also cause by rf chip error. Variable info= 15 (decimal 21). Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection corroded electronic assembly and corroded motor assembly was noted during visual inspection. Unit was received with cracked case (battery tube), cracked battery tube threads and cracked keypad at select button. In conclusion no blank displays noted after battery installation. Pump error 53 was confirmed during download history review due to corroded electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.